Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The patient experienced loss of consciousness due to a severe hypoglycemia while the cgm was displaying a sensor error for over three hours. The patient was attended to by the paramedics and was admitted to the hospital. At the time of the report, the patient was still in the hospital. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. No product or data was provided for investigation. The allegation and probable cause could not be determined.